Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Patient code e1009 captures the reportable event of dysphagia. Patient code e0733 captures the reportable event of pneumonia. Patient code e1032 captures the reportable event of vomiting. Patient code e0743 captures the reportable event of respiratory insufficiency.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used in the esophagus during an endoscopy procedure on (B)(6) 2022. The patient reported that the night after the procedure, she started throwing up blood and continued for three days. On the fourth day, she had difficulty swallowing and breathing and went to the emergency room. She was diagnosed with aspiration pneumonia vs hypersensitivity pneumonitis. Additionally, the patient had experienced shortness of breath sporadically. On the fifth day, the patient had occlusive burns from contact. Reportedly, the patient is highly allergic to rubber and neoprene. This was her third endoscopic procedure and each procedure has become progressively worse with difficulty swallowing and shortness of breath.